Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to elevated high varying impedance and oversensing with noise, high rate non-sustained tachycardia (hr-nst) and sensing integrity counter (sic) episodes. The lead had elevated high thresholds. The lead is suspect of a fracture. The lead was reprogrammed until lead revision. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.